Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; there are 2 sets of setscrew marks on the is-1 pin. One set of setscrew marks is too proximal which indicates the lead was not fully inserted into the device; full lead analyzed.

Event description:
It was reported that for several months there were episodes of noise oversensing recorded on the right ventricular egm. The oversensing could be reproduced in the office when the patient moved his arm. The lead was removed and replaced. No patient complications have been reported as a result of this event.